Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date additional information was requested, and the following was obtained: date of procedure? (B)(6) 2024. Date of post-op event? (B)(6) 2024. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of procedure?. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The patient had come to the hospital for treatment due to an accidental injury. The left lower limb was severely scratched and bleeding was significant. The doctor immediately cleaned and disinfected the wound, sutured it, and fixed it with a gauze bandage. The patient was instructed to come to the hospital the next day to change the dressing. On the first day after surgery, the patient complained of itching and pain at the suture site. The patient had inflammation and wound secretion. The doctor opened the gauze and found that the wound site was red and swollen, with light yellow clear exudate. After disinfecting the patient's suture site, a new suture was replaced. The patient was advised to closely observe the wound, avoid spicy and stimulating food for cats, and avoid smoking, alcohol, and seafood. Oral loratadine dispersible tablets once a day, and cefixime capsules once a day were prescribed. The patient complained of significant relief in the itching and pain of the wound after changing the dressing the next day. Additional information was requested.